Manufacturer narrative:
The implicated product is a plastic port with pre-attached 6.6 fr. Catheter with a percutaneous introducer system in a basic tray. The product received for evaluation is a plastic port with a short length of attachable 6.6 fr. Catheter. The complete assembly measures 2.1 inches long. The tubing alone measures .9 inches long. An indeterminate number of needle puncture sites are in the port septum and multi-filament sutures are threaded through the suture holes in the port over-mold at 5, 7 and 12 o'clock positions. The cath-lock is in place with blood trapped between it and the catheter fitted over the port stem. A lot history review is not possible on the product returned. However a review on the product code provided by the user shows no related mfg issues and no other complaints. Calibrated instruments used in the evaluation of this complaint: steel rule - cs 212, calibration due 2-10-98. Patency of the port/catheter assembly is established by flushing and aspirating water with a 12cc syringe armed with a 20 ga. Non-coring needle. No leaks are found when hydraulically pressurizing the assembly to sustained pressures greater than 25 psi. Viewing the port septum under 5x power magnification reveals small gouges with trails in three individual needle puncture sites. This suggests standard needles may have been used to access the catheter rather than non-coring needles. The distal tip of the catheter has an even, well-defined edge with a flat, smooth face and round orifice. This suggests the catheter had been severed at this point by a sharp instrument similar to a scalpel or scissors. Removing the cath-lock and viewing the port from above with the catheter segment pointing at the examiner, the blood covered catheter cants down and to the left, however, no damage to the outer diameter is noted. Patency and leak testing of the assembly with the cath-lock removed is unremarkable. No damage is found on the port stem after removal of the tubing. Gross visual, microscopic and tactual exam of the tubing is remarkable only for an annular ring at the proximal end caused by the port stem barb. The complaint of a subcutaneous port leak is unconfirmed. No leak(s) could be found or replicated in the complaint sample. In corroboration of this, the complaint file contains a memorandum documenting negative results during post-explantation leak and patency testing. Any leaks the user may suspect distal to the port can not be evaluated as the bulk of the catheter tubing was not included with the complaint sample.

Event description:
One month after placement. There was subcutaneous swelling during infusion. Two weeks later, swelling was noted again during infusion of IV solution. The port was removed.